Manufacturer narrative:
D6a: year 2025: day/mon unk. Manufacture narrative: elevated iop is an identified in the labeling as a known potential adverse event following icl implantation. Claim# 746059

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop, visual disturbances, iris issues, and iris prolapse. Reportedly, "a pulsing feeling in left eye. This is following an icl exchange in (B)(6) 2025. The patient has experienced this pulsating sensation intermittently since implantation. Pressure and vault ok." Elevated iop of 30mmhg without pupil block or angle closure was reported which was described as "steroid responder steroid stopped." Also, reportedly, "c/o pulsating sensation in left eye continuously and eyes take time to focus." The lens remains implanted. Cause of the event is both unknown and a patient-related factor.